Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that infant transferred to hospital at 9am passively cooled on the arctic sun device. The target temperature was 33.5c and patient temperature via 33.5c placed prior to transfer was 34-34.5c. Nurse changed out to nasal esophageal probe that was reading 34-34.5c. The water temperature was reading 9-12c. Nurse took rectal temperature that read 32.7c so they swapped out to oral esophageal probe and then back to rectal probe which read at 34-34.5c. Nurse finally moved to a second device to see if that was why patient was not reaching target temperature. The patient temperature was 34.2c, target temperature was 33.5c, water temperature was 10c and water flow rate was 1.1 l/m. Nurse confirmed baby was tacoed in pads for good coverage. Patient had been shivering and was active. Electroencephalogram eeg monitoring being done as well. Mis explained patient shivering and activity was generating heat. The device was actively trying to cool but heat generation was likely preventing the patient from reach target temperature. Mis discussed utilizing overhead warmer to assist with shivering and encouraged nurse to consult protocol and speak with physician for further ways to address patient shivering and temperature. Trend shows 3 bars trending downward, so device did predict patient temperature was headed in the right direction.

Event description:
It was reported that infant transferred to hospital at 9am passively cooled on the arctic sun device. The target temperature was 33.5c and patient temperature via 33.5c placed prior to transfer was 34-34.5c. Nurse changed out to nasal esophageal probe that was reading 34-34.5c. The water temperature was reading 9-12c. Nurse took rectal temperature that read 32.7c so they swapped out to oral esophageal probe and then back to rectal probe which read at 34-34.5c. Nurse finally moved to a second device to see if that was why patient was not reaching target temperature. The patient temperature was 34.2c, target temperature was 33.5c, water temperature was 10c and water flow rate was 1.1 l/m. Nurse confirmed baby was "tacoed" in pads for good coverage. Patient had been shivering and was active. Electroencephalogram (eeg) monitoring being done as well. Mis explained patient shivering and activity was generating heat. The device was actively trying to cool but heat generation was likely preventing the patient from reach target temperature. Mis discussed utilizing overhead warmer to assist with shivering and encouraged nurse to consult protocol and speak with physician for further ways to address patient shivering and temperature. Trend shows 3 bars trending downward, so device did predict patient temperature was headed in the right direction. Per investigator notification received on 27jul2023, it was reported that the second device where the patient was also not reaching target temperature.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery to suppress shivering. However, this cannot be confirmed. Infant transferred to hospital at 9am passively cooled on the arctic sun device. The target temperature was 33.5c and patient temperature via 33.5c placed prior to transfer was 34-34.5c. Nurse changed out to nasal esophageal probe that was reading 34-34.5c. The water temperature was reading 9-12c. Nurse took rectal temperature that read 32.7c so they swapped out to oral esophageal probe and then back to rectal probe which read at 34-34.5c. Nurse finally moved to a second device to see if that was why patient was not reaching target temperature. The patient temperature was 34.2c, target temperature was 33.5c, water temperature was 10c and water flow rate was 1.1 l/m. Nurse confirmed baby was "tacoed" in pads for good coverage. Patient had been shivering and was active. Electroencephalogram (eeg) monitoring being done as well. Mis explained patient shivering and activity was generating heat. The device was actively trying to cool but heat generation was likely preventing the patient from reach target temperature. Mis discussed utilizing overhead warmer to assist with shivering and encouraged nurse to consult protocol and speak with physician for further ways to address patient shivering and temperature. Trend shows 3 bars trending downward, so device did predict patient temperature was headed in the right direction. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.